Event description:
Pump was plugged in outlet and in use. Pt on IV fluids & pitocin ivpb for induction. Unplugged pump for pt to get up. As soon as the pump was unplugged "battery low" came on & pump started beeping. As staff went to plug pump in another outlet pump went into "failure" & stopped working.